Event description:
The customer reported that she experienced "higher than expected bg levels without indication of alarm" and therefore "doesn't think the pod is delivering insulin accurately". Within the first four hours of operation, her bg level rose to 268mg/dl. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible through the viewing port upon pod replacement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.